Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that when the device will be interrogate was noted as unknown, patient was going to coordinate transportation and hasn¿t been able to arrange. No known diagnostics or troubleshooting at this time. No it was not determined, patient reported a fall and she felt the fall was related to the loss of stimulation. No actions taken at this time. Still pending patient availability for transportation to office. The healthcare was informed of this information. The device was not explanted.

Manufacturer narrative:
Product ID 3889-28, lot# va1vtg6, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) via the hcp (healthcare professional): no diagnosti cs or troubleshooting has been performed. Patient device has not yet been interrogated. The cause of loss of stim was undetermined, and no actions have been taken. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had symptoms increasing and was not feeling stimulation despite turning up stimulation over 3 volts. Patient reported a fall that occurred several weeks ago and since the fall her symptoms have increased and she hasn¿t been feeling the stimulation. Pt tried other programs to see if she could feel the stimulation. No stimulation felt on the 4 programs available on her programmer. No other diagnostic/troubleshooting at this time. Pt is wanting to come in office to interrogate device. She has transportation issues and uncertain when she can arrange to have a visit in the office to interrogate the device. No further complications were reported or are anticipated.